Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of swab alcohol 100 bx 1200 experienced no label/missing label information which was noted prior to use. The following information was provided by the initial reporter: caller wanted to know if alcohol swabs were good to use. Stated, swabs were donated to facility. Lot: 9238170. Catalog: 326895. Trademark: 2003.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This batch was manufactured in 2009, files are only retained for 7 years, therefore no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of swab alcohol 100 bx 1200 experienced no label/missing label information which was noted prior to use. The following information was provided by the initial reporter: caller wanted to know if alcohol swabs were good to use. Stated, swabs were donated to facility. Lot: 9238170. Catalog: 326895. Trademark: 2003.